Event description:
It was reported that, while using a hydrosteer guidewire with a non-abbott sheath, a 10cm portion of the guidewire was missing and is suspected to be in the patient. No additional testing or imaging was performed. There was no consequences to the patient and they were released due to hospital protocol.

Manufacturer narrative:
Product evaluation: the reported event of ¿portion of the guidewire was missing¿ was confirmed. The results of the investigation concluded that the guidewire hydrophilic coating had been torn and detached just proximal to the distal tip; a portion of the core wire was exposed between the aforementioned anomalies; the core wire remained intact. The detached section of the guidewire hydrophilic coating was not returned. The instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine the cause of resistance. If the cause of resistance cannot be determined, withdraw the guidewire and catheter as a unit.

Manufacturer narrative:
The reported event of ¿portion of the guidewire was missing¿ was confirmed. The results of the investigation concluded that the guidewire hydrophilic coating had been torn and detached just proximal to the distal tip; a portion of the core wire was exposed between the aforementioned anomalies; the core wire remained intact. The detached section of the guidewire hydrophilic coating was not returned. The instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine the cause of resistance. If the cause of resistance cannot be determined, withdraw the guidewire and catheter as a unit.